Manufacturer narrative:
This device was returned to mmdg and evaluated. During the investigation the pump operated per product specifications. No failures could be found. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the pump "does not stop when feeding is done." The initial reporter also stated that they had tested it several times and they could not recreate the complaint. During a follow up from mmdg the initial reporter stated that they had discovered the problem occurred twice, with the same nurse, and that it seems she wasn't programming the pump correctly. They also stated that patient was not harmed. [Complaint-(B)(4)].